Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment, chest pain, vessel perforation and death occurred. The target lesion was located in the right coronary artery (rca). A 185cm pt&#10400;guide wire was advanced to the lesion. However, during the procedure, the tip of the guide wire came off and cannot be visualized, thus left inside the patient's body. Post-procedure echocardiogram was done and the patient continued to have chest pain. A second echocardiogram was done and the patient was sent directly to surgery. It was then noted that there was a perforation in the rca which caused the patient's death.